Event description:
During spontaneous call with the patient, patient states that vial adapter q-style she used with her remodulin vial seemed to be defective (patient is unsure if the remodulin vial was defective or if it was the adapter). Patient said when she used the vial adapter and withdrew 4ml out of the remodulin vial the vial leaked out medication. The patient states she normally can get 5 mixes out of 1 remodulin vial but this vial she was only able to get4 mixes out of it and the rest of the medication leaked out patient provided lot and expiration dates for both items. Remodulin 2.5 mg/mll lot number: 939656, expiration: 01/2023. Vial adapter q-style lot number: 1210991, expiration: 6/30/2026. Patient says she believes it might be the remodulin vial because she uses the same adapters for her flolan diluent and she did not have any diluent leak out when using those same adapters. Pt states she has enough medication and equipment on supplies until her next refill. Pt stated she has 4 premixed cassettes and 3 more mixes in another remodulin vial = 7 mixes = 14 days. Advised pt to hold on to remodulin via and adapter in case our product safety team wants her to return items to MFR. Pt verbalized understanding and had no others concerns or questions at this time. No further info is available. Reported to (B)(6) by pt/caregiver.

Event description:
During spontaneous call with the patient, patient states that vial adapter q-style she used with her remodulin vial seemed to be defective (patient is unsure if the remodulin vial was defective or if it was the adapter). Patient said when she used the vial adapter and withdrew 4ml out of the remodulin vial the vial leaked out medication. The patient states she normally can get 5 mixes out of 1 remodulin vial but this vial she was only able to get4 mixes out of it and the rest of the medication leaked out patient provided lot and expiration dates for both items. Remodulin 2.5 mg/mll lot number: 939656, expiration: 01/2023. Vial adapter q-style lot number: 1210991, expiration: 6/30/2026. Patient says she believes it might be the remodulin vial because she uses the same adapters for her flolan diluent and she did not have any diluent leak out when using those same adapters. Pt states she has enough medication and equipment on supplies until her next refill. Pt stated she has 4 premixed cassettes and 3 more mixes in another remodulin vial = 7 mixes = 14 days. Advised pt to hold on to remodulin via and adapter in case our product safety team wants her to return items to MFR. Pt verbalized understanding and had no others concerns or questions at this time. No further info is available. Reported to (B)(6) by pt/caregiver.